Event description:
During a rotational atherectomy procedure involving a calcified and 95% stenotic lesion, the physician was unable to cross the lesion with the rotalink burr. The physician attempted to exchange wires, however, was unable to advance the wire through the burr. Another device was used to complete the procedure. No pt injuries or complications were reported.